Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection. The patient was hospitalized and was treated with antibiotics. A complete ICD system extraction was performed. No additional adverse patient effects were reported. The ICD was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)